Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent became caught on the guidewire. In 2005 the target vessel, the left anterior descending artery, was predilated. Using a bmw guidewire the taxus express2 2.75 x 32 mm drug eluting stent became caught on the guidewire. The stent was crushed during its removal. The procedure was completed with a taxus express2 2.75 x 24 mm stent. There were no reported pt complications.